Event description:
It has been reported that, the cot slid down at the head end, when the pt got seated on it. It was then reported that, the cot slid down at the foot end. There were no adverse consequences or injuries reported.